Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
A report received from the cordis e-select clinical registry in another country, associated a cypher with a thrombotic event that required revascularization. The cypher stent was implanted in the left anterior descending coronary artery, which was de novo, 3.0 x 30 mm long with 100% stenosis and a type b2 classification. The cypher was implanted at 16 atms without complications. At six month follow up, the patient had angina and coronary angiography confirmed a thrombus in the implanted cypher. The thrombus was treated by balloon angioplasty with a dior drug-eluting (paclitaxel) balloon. The event, which was resolved without sequel, was determined as possibly related to the cypher stent.